Event description:
It was reported that during an injection of IV contrast 45-50cc's of contrast extravasated into the pt without the eda device detecting it. The CT technician stated, he made sure the vein was capable of taking the injection before starting. The patch was placed properly on the pt's arm and the injection was started. The pressure readout on the injector during the procedure was never any lower than 21 psi and never any higher than 38 psi. The injection flow rate was 2 cc/sec. During the injection, the technologist noticed that the pt's arm and skin did not look normal, so he stopped the injection and took a scan. The images showed no contrast in the vein of the pt. The procedure was immediately aborted. The pt did not suffer any health related issues. Pt was treated with a coldpack for 20 min/hr and the arm was monitored by measurement for 3 hrs. Swelling did not get any worse over the 3 hr period. Pt went home after monitoring period and returned in 2 hrs. Swelling had not gotten worse and pt reported that she was fine.

Manufacturer narrative:
It is the opinion of e-z-em's medical director that this appears to represent a false negative, as the eda patch did not detect the apparent extravasation of contrast. Given the fact that the pt was totally asymptomatic, it is likely that the contrast media spread in a diffuse manner away from the patch rather than pooling at or near the injection site. Extravasations greater than 20ml have the potential to cause serious harm or permanent injury requiring additional medical intervention in the form of surgery. This was not required in this case. The pt was treated properly and has recovered. E-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. However, e-z-em's labeling clearly states that the FDA feature is an "auxiliary device feature which assists users in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional." It is an unrealistic expectation that the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind this false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations.